Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system indicated that it had low battery. The manufacturer representative stated that they believed the system was plugged in most of the time. No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: ups 9735787 main cart s8 svc, serial/lot#: (B)(6), product ID: battery 9735773 48v s8 svc, serial/lot#: (B)(6), h3: a manufacturer representative went to the site to test the equipment. It was reported that the battery and uninterrupted power supply (ups) in the system were replaced. The navigation system then passed the system checkout and was found to be fully functional. The battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found no failure. The ups (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there was damaged electronic and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.